Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), ¿adverse events that may occur and/or require intervention include, but are not limited to: improper component placement¿.

Event description:
On (B)(6) 2020, the patient was implanted with conformable gore® tag® thoracic endoprosthesis with active control system to treat a thoracic dissection with idiopathic myocardial hypertrophy. It was reported that after the physician deployed the thoracic endoprosthesis at the level of the carotid, the outer sleeve covered the carotid artery. The metal stent did not cross the ostium. The sleeve partially occluded the carotid. The physician chose to use a bare metal stent in the carotid artery so that blood flow could remain open. The patient tolerated the procedure. There was no anatomy anomalies. The physician did not use force or have any issues during implant. It is unknown why this occurred.